Event description:
The customer stated that he tested his blood glucose three times and received readings of 48, 20, and 147 mg/dl. The difference between some of these readings falls in "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.